Event description:
It was reporter that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the guidewire got stuck in the farawave catheter. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. It was further reported that the left superior vein was cannulated with the wire and mapped with the catheter. It changed normally between the different shapes (flower, basket, and withdrawn). In the approach to the left inferior vein, the catheter stopped responding in terms of shape, with high resistance felt in the guidewire and difficulty placing the catheter in the withdrawn position, and removal of the catheter in a 'set' (catheter and guidewire). The device was replaced. No tissue was seen at the tip of the catheter. No other catheter malfunctions present.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.